Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for b2. B2: outcomes attributed to adverse event - correction - remove check-mark for required intervention to prevent permanent impairment/damage (devices) due to incorrect entry. G3: date received by manufacturer - additional information. H2: if follow-up, what type - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.